Event description:
Customer contacted beckman coulter inc. (Bci) regarding a false high salicylate (saly) result generated by the unicel dxc 800 pro synchron chemistry analyzer. A patient sample yielded a saly result of 2.33 mmol/l which was reported outside of the laboratory and questioned by the physician. The high results were duplicated on a different instrument in the customer lab. An alternate method yielded believable lower results.

Manufacturer narrative:
Qc prior to and after the event was within lab's established ranges. The sample was sent to bci for investigation. Testing showed that the interference is caused by high level of bilirubin. The issue was confirmed to be sample-specific.